Event description:
It was reported to bsc that at the completion of an endoscopic retrograde cholangiopancreatography (female pt, age unk); the physician was attempting to remove the "guidewire out from the cystic duct through the abdomen, when he saw "a piece of the hydrophilic tip approximately 1.5 cm visible on the x-ray and a piece missing from the jagwire". The customer reported the hydrophilic tip was not retrieved. The procedure was successfully completed with the subject device. There was no reported complications or ill effect sustained by the pt.

Manufacturer narrative:
The customer indicated that the device will not be returned for eval. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.